Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a 47-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) , the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal distension ("heavy swelling of abdomen") and menorrhagia ("heavy menstrual bleeding"). The patient was treated with surgery (fallopian tubes with essure and uterus removed). Essure was removed in (B)(6) 2018. At the time of the report, the abdominal pain, abdominal distension and menorrhagia had resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain and menorrhagia with essure. The reporter commented: essure removal (with fallopian tubes and uterus) due to symptoms. Symptoms disappeared after essure removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal distension ("heavy swelling of abdomen") and menorrhagia ("heavy menstrual bleeding"). The patient was treated with surgery (fallopian tubes with essure and uterus removed). Essure was removed in (B)(6) 2018. At the time of the report, the abdominal pain, abdominal distension and menorrhagia had resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain and menorrhagia with essure. The reporter commented: essure removal (with fallopian tubes and uterus) due to symptoms. Symptoms disappeared after essure removal. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.